Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: material #386806, batch #9361735. We¿ve been finding in the chemo unit that we¿re running into some problems ¿ we finding we¿re getting the ¿occlusion¿ warning on the pumps a lot more often. And when we remove the IV¿s they are all quite visibly bent/deformed. Happened twice just (B)(6) only. Since they have few vein choices and want a lot of hemodilution they tend to start IV¿s in antecubital area. The IV was started in one case and the patient immediately went to the bathroom and when they returned, flow was reduced. The IV was required to be adjusted within the vein to get it flowing again. No re-siting was required but they felt is was less reliable since they felt the catheter flexibility would potentially always decrease flow.

Event description:
It was reported that 2 bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: material #386806 - batch #9361735 we¿ve been finding in the chemo unit that we¿re running into some problems ¿ we finding we¿re getting the ¿occlusion¿ warning on the pumps a lot more often. And when we remove the IV¿s they are all quite visibly bent/deformed. Happened twice just march 25 only. Since they have few vein choices and want a lot of hemodilution they tend to start IV¿s in antecubital area. The IV was started in one case and the patient immediately went to the bathroom and when they returned, flow was reduced. The IV was required to be adjusted within the vein to get it flowing again. No re-siting was required but they felt is was less reliable since they felt the catheter flexibility would potentially always decrease flow.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.